Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a navistar® rmt thermocool® electrophysiology catheter and the biosense webster, inc. Product analysis lab observed the peek housing cracked with exposed parts. Initially it was reported that during the procedure, the signal interference noise was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second catheter was used to complete the procedure. There was no patient consequence reported. Additional information was received. The signal interference (noise) was observed on all ECG (bs and ic) channels on the carto and the recording system. The physician had an intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The signal interference noise issue was assessed as not MDR reportable. The patient's heart rhythm was still visible to the operator. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, the peek housing was observed broken. The returned condition was assessed as MDR reportable for the ¿peek housing cracked with exposed parts¿. The awareness date for this reportable lab finding was (B)(6) 2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and electrical evaluation of the returned catheter. Visual analysis of the returned sample revealed the peek housing was observed broken, no other damages were observed on the navistar rmt thermocool catheter. An electrical test was performed in accordance with bwi procedures. The catheter passed the electrical values within specification. As part of bwi¿s quality process,. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The event described could not be confirmed as the catheter is working without any electrical issues. Although no electrical issue was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿signal interference noise¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established component code: tip (g04129) were selected as related to the biosense webster, inc. Product analysis lab observed the ¿peek housing cracked with exposed parts¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).